Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen of insulin pump was not displayed at all. The customer¿s blood glucose value was 220 mg/dl. Customer reported that there was no response with the insulin pump at all even though a new alkaline battery was replaced. The insulin pump will not be returned for analysis.